Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus problem. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report, section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
He manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged an issue related to a CPAP device's sound abatement foam. The patient alleged sinus problem. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. Unknown debris consistent with grass under film of screen unknown brown debris consistent with keratin found in filter inlet and unknown debris consistent with dust found in inside of bottom of device and unknown white debris consistent with dust found on top of blower and unknown residue consistent with water marks found on bottom of blower and on the bottom of blower box the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no visible damage or presence of contamination in the airpath. Section h6 were updated in this report.